Event description:
Pt was revised to address poly wear and possible disassociation of the liner from the cup. It was noted that the liner showed fracture at the inferior edge.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.